Event description:
Patient reported a possible leak from a lap-band system. The problem was first noticed by the patient when weight gain started, and during an adjustment the physician injected saline and then immediately was not able to pull any saline back out. The patient had x-ray, but the results were not conclusive. No surgery scheduled at this time.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage from the band, the port or the connector tubing."